Event description:
Additional information reported indicated that the patient had pain in the right testicle, no therapeutic effect, and a loss of bladder control. It was noted that when the patient would switch programs the patient would lose stimulation sensation immediately. While switching settings, the patient received an "ins off" icon on their patient programmer. The neurostimulator was turned on and when the patient changed to program 4 they felt a shock in their right testicle. Stimulation was lowered to a setting where the patient could feel stimulation, but it was not uncomfortable. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that approximately two weeks after a reprogramming session the patient was unable to adjust stimulation, and it was discovered that the neurostimulator was turned off. The patient turned stimulation on and switched from program 1 at 4.35 volts to program 2 at 2.5 volts, where he could feel comfortable stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): lead model 3889-33, lot# v843954, implanted: 2011-(B)(6), explanted: na; programmer model 3037, serial# (B)(4).